Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the fenestrated bipolar forceps (fbf) instrument on arm 1 could not be detached, and both the instrument removal and instrument release buttons were unresponsive. The tse was informed that the instrument was ultimately removed by holding down the instrument removal button while pulling on the instrument. The tse suspected poor contact at the drape sterile adapter and requested that it be reconnected, after which arm 1 recognized the instrument normally. Subsequently, arm 3 failed to recognize an instrument even after it was replaced, and tse suspected a faulty drape and advised drape replacement. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sp instrument arm drape for failure analysis investigation. The accessory was analyzed and the reported event could not be replicated. The instrument arm drape was placed on the in-house sp system for testing. All four magnets were attached to the system without any issues and all four sterile adapters successfully engaged on the arms. An in-house sp instrument was then placed on the in-house system. The instrument passed the recognition and engagement tests, indicating a fully functional drape. Upon visual inspection, there was no signs of physical damage and no missing or dislodged components. No product issue was identified.